Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during scar herniotomy, an intraperitoneal onlay mesh (ipom) was implanted on the patient. A second surgery was performed but it was due to adhesions so the mesh were left inside. The patient then had chronic abdominal scar pain, infection of the ipom and light-graded secretion at the umbilicus. The mesh was explanted by median laparotomy and the patient was prescribed with needs-based analgesia. There was no florid signs of inflammation in the material which was sent in. It was a pronounced foreign body reaction. The patient was hospitalized for four days.